Manufacturer narrative:
H.6. Investigation: bd received two 24 gauge insyte autoguard units from lot 8243665 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a v-shaped cut near the tip of the catheter and the second unit appeared to have damage near the base of the cannula and tubing wall. The needle tips were inspected and found to be acceptable and within product specifications. Next, the engineer performed a penetration and drag test on the units and both units passed. Based off the visual inspection and testing the engineer was unable to verify the reported defects. The observed damage to the second unit was determined to have been a cosmetic issue and didn't affect the performance of the unit. However, a definitive root cause for the v-shaped cut could not be determined as the unit was received outside of its original packaging. The v-shaped cut was determined to have been a cause for the observed kinking of the tubing however, a definitive root cause could not be determined for the other issues.

Event description:
Material no: 381511 batch no: 8243665. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter the catheter separated when cap was removed, another crinkled in a patient when trying to insert into patient, and needle tips feel more dull causing patients to have to be re-stuck. The following information was provided by the initial reporter: the nurse manager couldn't recall the exact issues of each of these catheters as they have been having ongoing issues for a while that bd has just recently been made aware of. He said that 1 of the catheters just came completely off when the cap was removed, while another crinkled up in a patient when they were trying to insert it. They have been using these catheters for years and feel that there is just something that has changed about them recently that we are trying to help them pinpoint. They feel that the needle tip itself feels more dull and that they are constantly just resticking patients. One of every lot number that they had in their stock has been sent in. They seemed to have some older product as well.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 381511, batch no: 8243665. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter the catheter separated when cap was removed, another crinkled in a patient when trying to insert into patient, and needle tips feel more dull causing patients to have to be re-stuck. The following information was provided by the initial reporter: the nurse manager couldn't recall the exact issues of each of these catheters as they have been having ongoing issues for a while that bd has just recently been made aware of. He said that 1 of the catheters just came completely off when the cap was removed, while another crinkled up in a patient when they were trying to insert it. They have been using these catheters for years and feel that there is just something that has changed about them recently that we are trying to help them pinpoint. They feel that the needle tip itself feels more dull and that they are constantly just resticking patients. One of every lot number that they had in their stock has been sent in. They seemed to have some older product as well.